Event description:
It was reported that the customer had a malfunction with his minimed 530g system. Customer stated that the insulin pump stopped working unexpectedly and the insulin pump and sensor were not communicating properly. Customer also stated that the insulin pump had to be replaced for an error and that he was hospitalized for low blood glucose levels. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.